Event description:
Pt. Began to get agitated, sedated with doversed & fentanyl, remained agitated, bp 140/80's. Hr to 50's, la 30, cvp 40, temp 34.8 (r). 200cc 5% albumin given, 0 response, 40 mcg fentanyl given, pt. Still agitated. Pt cool to touch, cap refill 4 sec, pulses +2, pupils perrl 2 mm. Hr 50's, 12 mg atropine given, hr to 70's. ECMO circuit heater found unplugged, replugged in. Pt temp up to 36 does next 1/2 hr, pt rs @ 2200 hr 100, bp 100/70, temp 36.3 (r), la 18, cvp 22. Pt. Stabilied after heater plugged back in.other equipment in use - biomedicus pump, cdi monitor, 1500 avecor membrane, dlp pressure monitoring and act (hemochron). (ECMO set-up was the sue for the heater) patient physiological monitor w/tempdevice not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination, other. Results of evaluation: design - inadequate, other, other, other. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.